Event description:
Swollen knees after synvisc injections referred to as pseudoseptic knees [pseudosepsis] ([swelling of r knee]). Severe pain (level 8/10), upon injection of product in both knees/ severe pain (level 8/10) [injection site joint pain]. Joint pain throughout the body [joint pain]. Off label use [off label use of device]. Case narrative: based on the information received on 08-jan-2021 the case initially assessed as non-serious was updated to serious as the patient experienced medically significant arthralgia and injection site joint pain. This case is linked to cases (B)(4) and (B)(4) (cluster, same reporter). Initial information was received from united states on 25-aug-2020 regarding an unsolicited valid serious case from a non-healthcare professional (contractual field representative) via call center. This case involves a patient (demographics unknown) who experienced swollen knees after synvisc injections referred to as pseudoseptic knees, joint pains throughout the body and off label use, after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2016, the patient started taking hylan g-f 20, sodium hyaluronate, solution for injection, (dose, frequency, indication: unknown) via intra-articular route (batch number: 6rsl014; expiry date: 31-mar-2019). Reportedly, there was off label use of synvisc one (off label use of device; latency: same day). On the same day, patient experienced severe pain (level 8/10) after the injection (injection site joint pain). On (B)(6) 2016 after a latency of 1 day patient experienced joint pains throughout the body (arthralgia). On an unknown date, after unknown latency, the patient had swollen knees (joint swelling) after synvisc injections which were referred to as pseudoseptic knees (pseudosepsis) (onset: 2016; latency: few days). Patient had swelling and constant pain (level 4/10). Action taken- not applicable for all events it was not reported if the patient received a corrective treatment for both events the patient outcome is reported as unknown for swollen knees after synvisc injections referred to as pseudoseptic knees; recovered for arthralgia and as not applicable for off label use. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 25-aug-2020 for synvisc one. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required final investigation complete date: 14-sep-2020 additional information was received on 14-sep-2020 from healthcare professional. Global ptc results added. Text was amended accordingly. Additional information received on 08-jan-2021 from pharmacist via health authority with reference number mw5097695. Symptom if injection site joint pain added. Event of arthralgia added. Batch number and expiry date added. Suspect start date and route added. Clinical course updated and text amended accordingly. Follow-up received on 08-jan-2021 from other healthcare professional. Global ptc number added. No significant information received.